Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient (pt) reported that he/she was diagnosed with a corneal ulcer about 3 years ago while wearing acuvue oasys contact lenses. Pt reported he/she did not recall which eye the corneal ulcer occurred in. Pt reported he/she was prescribed an antibiotic eye drop and a steroid eye drop. Pt reported he/she does no longer sleeps in lenses because he/she had the corneal ulcer. Pt reported he/she did not have the lot number and the suspect product was discarded. Pt reported he/she was treated by her eye care provider. On 02dec2016, the eye care provider (ecp) provided the following information: the ecp reported that the pt was seen for a corneal ulcer in 2013 and that he/she had a peripheral scar os. The lot number of the suspect product is unknown and the suspect product was discarded. No additional investigation can be conducted. No additional information is available at this time. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.